Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were hospitalized because the 'fluid went to the line and not in [their] stomach". Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (porn). The patient went to the emergency room on an unknown date for shortness of breath. The patient was found to have a fistula from the abdomen to the chest. This resulted in the pd fluid entering the chest cavity causing the shortness of breath. The patient was admitted to the hospital and the pd catheter (not a fresenius product) was pulled immediately. The patient was transitioned to in-center hemodialysis (hd). The patient decided to transfer to a davita clinic that was closer to home. The patient's records are not accessible any further. The fistula was a result of a rare physiological occurrence with the patient (unspecified). The porn stated the fistula was unrelated to the liberty select cycler, pd therapy or other fresenius product(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).